Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions, ltd; (B)(4)), and the importer (B)(4), as niti surgical solutions, ltd. Serves as the designated complaint handling unit for both facilities. The production history files were reviewed, indicating that the device was released according to its specs. Anastomotic leakage is one of the most common complication of colorectal anastomotic procedures with no relation to the method used for the creation of the anastomosis. The current cumulative leak rate associated with the use of the colonring device is within the range reported in the literature for other methods. Independent quality and safety monitoring committee found the relation of the event to the device to be undetermined but potentially technique related.

Event description:
The pt underwent an open low anterior resection due to rectal tumor. The anastomosis was performed with the colonring device. Appendectomy procedure was also performed within the same operation. The pt came to consultation at the emergency dept on (B)(6), reported on increasing anal pain. Rectoscopy was performed during which the ring was found detached and was removed. A small insufficiency was diagnosed and the pt was treated with a lavage.